Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that st segment elevation occurred. The 100% stenosed target lesion was located in the severely tortuous and mildly calcified mid right coronary artery (rca). After a guide wire crossed the lesion, a plain old balloon angioplasty (poba) was performed. A 2.50x38mm promus element drug-eluting stent was then advanced to treat the target lesion but failed to cross. Subsequently, a support wire was used, but still the stent could not cross the lesion. A double wire anchor technique were also performed, but again, the stent could not crossed the lesion. The stent was re-inserted and removed for several times until st elevation was observed. The physician decided not to continue with the stenting and instead treated the lesion with only poba. No further patient complications were reported and the patient's status was good.